Manufacturer narrative:
Film evaluation summary: summary: a likely type iii fabric endoleak was confirmed; however, the exact cause of the endoleak could not be determined from the returned films. Pre-implant CT¿s were not available and the patients anatomy could not be comprehensively assessed. Additional angiograms during implant were also not available for review and a baseline assessment. Two (2) still angiograms and a single short video during implant revealed that a single valiant captivia free-flo device had been deployed proximally beginning just below the arch, extending distally into the distal portion of the descending thoracic. Contrast injection from the ascending thoracic revealed no clear endoleak, a patent stent graft, and no stent graft issues. Two (2) short videos of a post-implant CT study with contrast were returned. No areas of calcification were observed. There appeared to be a good proximal seal, and along subsequent distal slices the stent graft was seen unapposed to the thoracic wall within the taa. Near the top of the sac along the outside the anterior side of the stent graft, contrast was seen coming from the stent graft which appeared to be localized within an ~1cm x 1cm x 1cm length area. An sagittal CT image also revealed what appeared to be a contained endoleak of unknown cause near the mid-length of the device along the anterior of stent graft. The implanted device was essentially straight, and a slight increase in stent diametrical expansion was seen near the location of the apparent endoleak; however no clear cause of the endoleak could be determined. Two short videos of an angiogram during an intervention showed a slight amount of localized contrast again seen just outside the right side of the stent graft which appeared to be coming from near the 3rd or 4th covered stent. No additional endoleak interrogation from within the stent graft was seen on the returned films. No apparent cause could be seen; no obvious stent fractures or any other issues were observed near the likely endoleak source or any other section of the implanted device. An additional valiant device was then seen having been implanted to the same level as the previously implanted valiant, and distally re-lining five (5) covered stents of the previously implanted valiant. Contrast injection from the arch showed no clear contrast outside the devices, with likely resolution of the previously seen endoleak. The final returned video of a CT from an unknown date also confirmed likely resolution of the previously seen endoleak. Other than slight fabric infolding seen within the lumen of the stent grafts, no other issues were observed. Analysis of the returned films did not reveal any stent graft characteristics or anatomical anomalies that could explain the observed likely type iiib fabric endoleak. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the more precise source was not seen, and only a single angiogram imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is also possible that this was a late type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the treatment of an 108mm thoracic aneurysm. It was reported one week post the index procedure a type iiib endoleak was observed on post-op CT due to a tear in the graft material. Intervention was completed and the physician implanted another valiant stent graft into the existing device to resolve the endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.